Event description:
The event was reported by the physician as slippage. A barium swallow was done. The symptoms are regurgitation, vomited, and the band was repositioned. The band remains implanted.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis, if it is explanted in the future. The device was repositioned and has not been explanted based upon the model number, serial number, and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."